Event description:
The customer reported the system will not go into cine mode. All other functions work ok. Patient involved but no patient injury.

Manufacturer narrative:
The service rep could not duplicate the problem. He made four test patients and saved and replayed cine run with no problems. He removed and reseated cine bridge pcb and cable connectors. System is functioning as intended.